Manufacturer narrative:
The catheter was returned in two pieces of lengths 20.5 cm and 6 cm respectively. The tear site appeared to be jagged at approximately the 10 cm mark on the distal end. It is unknown how or when the damage occurred. The returned segments were patent and passed leak testing when tested individually. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also caution that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the lumbar catheter was caught in the bone spur and fractured. According to the report, the fractured lumbar catheter was removed and replaced by another device. Reportedly, there was no injury to the patient. It was later reported that the device was found have a tear near the 10 cm mark.